Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused inflammation of the left lung and lung nodules in november 2021. The patient did report to receive medical intervention and saw a pulmonologist. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.